Event description:
The customer reported getting an intermittent error 10004/sync issue.

Manufacturer narrative:
(B)(4). The customer reported getting an intermittent error 10004/sync issue. The customer replaced the control pca to resolve the reported symptoms. As of (B)(6) 2011, the customer has not called back regarding this device.